Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation surgery with implantation of an 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient observed lateral displacement of the left breast and experienced discomfort on the same side. Computed tomography scanning and magnetic resonance imaging were performed, and no anomalies were discovered. After a clinical checkup, a medical professional noted tightness/constriction and displacement of the left breast with palpable capsular contracture of the right breast. A diagnosis of bilateral baker grade IV and ii capsular contracture was established for the left and right breasts, respectively. As a result, the patient underwent removal and replacement with 480cc mentor memorygel breast implants on (B)(6) 2022. This report is for the right breast implant. Refer to manufacturing report number 1645337-2022-03248 for the contralateral event.

Manufacturer narrative:
On april 01, 2022. The mentor failure analysis lab has received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 26, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).